Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual analysis noted that both the inner and outer helixes were out of specification. The outer helix was compressed, and inner helix was stretched. Misshapen helixes are consistent with having occurred during the procedure. Further analysis including output verification and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited no capture. Chest x-ray was performed and confirmed that the ralp had dislodged migrated to the right ventricle. The ralp was retrieved, and explanted. No replacement device was implanted due to patient anatomy. Patient condition was stable.